Event description:
It was reported that the patient experienced severe pain and infection. In (B)(6) 2017, a 20 x 3.50 rebel stent was implanted in the left femoral artery. However, in (B)(6) 2018, the aforementioned stent failed causing severe pain and medical complications that had to be corrected via emergency surgery. As a result of the failure of the stent, the patient incurred an infection in his leg. No further patient complications were reported.